Event description:
It was reported that the surgeon was impacting the rasp with a malet when the tip broke. A backup device was available in the tray so the surgery was not delayed. The instrument was not new and was used many times before. Number of times unknown.

Manufacturer narrative:
(B)(4). Foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified there are impact marks on the shaft, underside, and outside of the strike plate. The device had fractured at the weld location between the shaft and strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.